Event description:
Allegedly, at the beginning of a procedure, esu would not activate; doctor asked one of the operating room staff to "wiggle" the cord. After cord was touched and let go, doctor depressed footswitch to activate and the cord caught on fire and broke in two above the strain relief on the end of the cord plugged into esu. They quickly put out fire, replaced high frequency cord and completed procedure. There was no impact on pt. Pt condition good.

Manufacturer narrative:
The hospital is not returning the cord; it was discarded. I spoke to the biomed who stated, he believed breakage was due to wear of long usage (9 years). He said the area of breakage was also the area of most wear. (B)(4) labeling recommends that high frequency cables that are used 2-3 times a week be discarded and replaced after 3 months of use.